Event description:
Procedure: gastrectomy. According to the original article: "duodenal stump leakage after the operation required relaparotomy."

Manufacturer narrative:
Initial report sent to FDA on 10/22/2009.